Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 59-year-old female patient post cardiotomy cardiogenic shock / low cardiac output syndrome was to be implanted with an impella 5.5 for mechanical circulatory support. It was reported the 5.5 pump was prepped but failed all priming and so the pump was replaced. The new 5.5 pump was delivered, and support initiated. No patient harm was reported.

Manufacturer narrative:
The investigation for the priming issue has been completed. Pump was returned for investigation. Purge cassette was not returned. When connected to the aic the pump went to the case start wizard step 1. The pump was then successful primed and was not able to reproduce the failure. As per the clinical information provided, the error code received was "prime not completed, check purge system tubing for kinks" and since the pump was successfully primed during the investigation, suggests that it was a user issue. Therefore, the root cause of the priming issue was most likely use related to improper technique. Added- d9 device return date, h6 impact code 4629.